Event description:
The device was returned to the service center with a report from the customer contact that the device will not detect cassette. This does not indicate a reportable malfunction. However, during testing at the service center it was found the device proximal pressure sensor had drifted out of calibration.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.